Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 70s mg/dl range. Carbohydrates were consumed to address bg. Customer went to the emergency room; bg was 101 mg/dl. Customer was admitted to the hospital. Cause of event was due to "getting too much insulin" and customer discussed a correction to the pump settings with a healthcare provider. Customer did not receive treatment while hospitalized; however, was monitored. The customer was discharged on (B)(6) 2018.